Event description:
It was reported that the foot pedal became stuck. During the setup and installation process for a new angiojet ultra 5000a console, the foot pedal became stuck and was activated continuously. When the console was powered on, it could not initialize because of the stuck foot pedal. Without the opportunity to get past the foot pedal situation, the console was exchanged. No physical issue was noted with the foot pedal. No further issues were reported. No patient was involved with this case.

Event description:
It was reported that the foot pedal became stuck. During the setup and installation process for a new angiojet ultra 5000a console, the foot pedal became stuck and was activated continuously. When the console was powered on, it could not initialize because of the stuck foot pedal. Without the opportunity to get past the foot pedal situation, the console was exchanged. No physical issue was noted with the foot pedal. No further issues were reported. No patient was involved with this case.

Manufacturer narrative:
Device evaluated by MFR: the ultra system was received in fair condition with no physical damages/defects observed. The ultra console failed at steps 2.2 to 2.16 of the angiojet system functional feature test. The user interface display showed system error on (foot switch down pedal stroke paused) during the prime cycle testing. The console failed prime cycle due to inoperative foot switch.